Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the video system center does not display 160 and 180 scopes image but will display 190 scopes. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it was surmised that the lack of image on 160 and 180 scopes occurred due to a printed circuit board failure, which was thought to be caused by stress from heat and humidity affecting the circuit board. It was not confirmed whether the defect had been caused by user misuse. Olympus will continue to monitor field performance for this device.